Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ids: (B)(4).

Event description:
It was reported that "resident was shocked using bipolar loop". Cross reference mdrs: 9610617-2025-02200. 9610617-2025-02201. 9610617-2025-02202.

Manufacturer narrative:
Customer confirmed that they will not be sending in the device for evaluation. We therefore will no longer be able to send it to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ids: (B)(4).